Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with cracked case on battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 493mg/dl. The customer's most current level was 183mg/dl. The customer states they have treated with manual injections. The customer states the pump has cosmetic damage. The customer states the pump is cracked on the battery compartment. The customer was advised the pump would be replaced and returned for analysis.